Event description:
(B)(4).

Manufacturer narrative:
As allowed by exemption (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and otu of an abundance of caution. The directions for use states, "protect mucous membrane from contact with the product using a rubber dam. Apply the smallest possible amount of gdpg necessary for the treatment to the dentinal surface and then leave for 30-60 seconds. Then rinse with plenty of water and apply suction." The patient reported that cotton rolls were used and a rubber dam was not used. Without proper isolation the user could have exposed the soft tissues to the gluma desensitizer. The assistant did not rinse after the application time of 30-60 seconds and therefore exposing the soft tissue to the gdpg in the office. It is impossible for the patient to protect the soft tissue and avoid contact with soft tissues. The gluma desensitizer powergel directions for use states that, "irritating to respiratory system, harmful by inhalation. Irritating to skin. The product contains methacrylate compounds that may cause sensitization by skin. Gluma desensitizer powergel contains glutardialdehyde that may cause localized irritation and may cause sensitization either directly or by inhalation...do not swallow or take this product. If health complaints develop after swallowing or inhaling the product, seek medical advice immediately." The directions also states, "gluma desensitizer powergel must not be used if the necessary precautions cannot be taken or the stipulated application technique is not possible." It also states, "only to be used by dentist." The orthodontic office has been contacted however they have not responded to messages. No CAPA required due to the fact that this was a clear misuse and dangerous behavior on the part of the healthcare professional nevertheless, we are discussing to print more prominently the statement 'professional use only' in the IFU.